Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and an artery dissection occurred. The physician successfully placed a taxus express2 drug eluting stent into a distal lesion of the right coronary artery (rca). The physician then followed with deploying a taxus express2 2.5 x 16mm drug eluting stent into the rca. The balloon was deflated without difficulty but withdrawal resistance was encountered during the removal of the delivery system. The stent was linked to the balloon. It started to move inside the coronary artery and caused an arterial dissection. A liberte stent was implanted to treat the dissection. The pt was reported to be in a good/satisfactory condition.